Manufacturer narrative:
(B)(4).

Event description:
It was reported that the longevity estimate was longer than expected. The patient was asymptomatic. An in-house calculation was performed and found the longevity to be different. Review of the device estimates found the estimates should be accurate from this point on. The patient was asymptomatic throughout the check and will continue to be monitored normally.